Manufacturer narrative:
(Catalog number and UDI), operator of device and if ind/preanda, give protocol # are unknown. No product information has been provided to date. No product was returned. The reported complaint was not confirmed. If the product is returned, the manufacture will reopen this complaint for further investigation.

Event description:
It was reported that no disposable pump will not run alarm sounded. Alarm continued after troubleshooting and after pump was restarted. Another cassette was used and the pump was running without any alarm. No patient injury was reported.